Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's device had a bent cannula that resulted in leaking and the patient's blood glucose readings rising above the correct range. The patient removed the infusion set and an insulin injection was administered. The infusion site was change and the issue was resolved.

Manufacturer narrative:
D3 - postal code, d7a, h3 and h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there was a bent cannula. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Leakage test was performed by inserting the returned base into an insulin set tubing and red dye was pushed through the tubing. No leakage was observed. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a bent cannula. However, the probable root cause is unknown.